Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4; weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted device: device was not explanted. E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon completion of the y90 case, the tech deployed the involved angio-seal device. The tech completed the first and second click. When pulling back on the device, the entire device pulled out of the vessel. The anchor and collagen were still in the angio-seal sheath. Manual pressure was applied, and the patient recovered without issue. Patient condition was stable. Procedure outcome was successful. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 23 jun 2023: the procedure sheath used was a 6 french. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device (aside from reported issue). No reported blood loss. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted., ]when the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).